Event description:
Pt had left knee open reduction internal fixation (orif) a couple months ago. The pt returned to physician's office nine days later with increased pain and they did an x-ray. A foreign body was found. The pt was readmitted to the hospital for surgery the next day. Approximately a two and one-half inch piece of guide wire was removed.